Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper I.

Event description:
Patient report of 'slipped band'. Follow-up information provided by the health professional noted the device has been explanted due to the band slippage. Health professional has declined to provide any additional information at this time.